Manufacturer narrative:
Correction: b5, g1, g4, h2, h6 (method, results, conclusion), h10, h11. The customer reported problem was confirmed. A review of the device history record for sn (B)(6) was performed from 09/23/2016 to 09/08/2020 and note that this device has been returned for service twice without correlation to the customer reported issue. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device was displaying error code 200.5040. There was no patient involvement.

Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device was displaying error code 200.5040. Npi.